Event description:
It was reported that during a routine follow-up, both leads measurements were stable but the thresholds in both chambers in this implantable cardioverter defibrillator (ICD) were exhibiting high capture thresholds. There was no oversensing while manipulating the pocket and having the patient perform arm maneuvers. There were some minor changes with the patient medication but nothing major according to the physician. Additionally, there were right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) events. Boston scientific technical services reviewed the available data and provided programming options. The raat events were due to low evoked response (ER). There are no signs of noise, non-physiologic signals, artefacts in the stored events and presenting egm. An x-ray was performed and it was noted that the device had dropped from the original implant position and the leads appeared to be in a different position. No adverse patient effects were reported. This ICD, ra lead and rv lead remains in-service.

Event description:
It was reported that during a routine follow-up, both leads measurements were stable but the thresholds in both chambers in this implantable cardioverter defibrillator (ICD) were exhibiting high capture thresholds. There was no oversensing while manipulating the pocket and having the patient perform arm maneuvers. There were some minor changes with the patient medication but nothing major according to the physician. Additionally, there were right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) events. Boston scientific technical services reviewed the available data and provided programming options. The raat events were due to low evoked response (ER). There are no signs of noise, non-physiologic signals, artefacts in the stored events and presenting egm. An x-ray was performed, and it was noted that the device had dropped from the original implant position and the leads appeared to be in a different position. The plan is to schedule the patient for a revision procedure in the near future. No adverse patient effects were reported. This ICD, ra lead and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.